Event description:
Complete crt-d system removal due to possible infection on (B)(6) 2023-03-13. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).